Event description:
It was reported that before use the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter translated from chinese: the head nurse of the oncology department of the hospital reported that the infusion connector was found to be blocked during product inspection before using it for patients.

Manufacturer narrative:
Investigation summary: a 2000e china sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 22015033. The feedback provided by the customer indicates that occlusion was detected with the set while using a kdl syringe. As part of the investigation the customer provided a photograph of the affected sample; analysis of the photograph did not identify any manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.